Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/20/2020.

Event description:
It was reported that the unit declared an "oxygen not available" and "high o2 supply pressure" alarm. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. It was confirmed that the unit was plugged into the wall oxygen source. The technician advised the customer to run a full performance verification test to further diagnose the issue. The customer reported that the issue was resolved via calibration. No parts were replaced.